Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. Data was provided for investigation. Loss of connection was confirmed; however, the device operated within specification. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and loss of connection was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. Data was provided for evaluation. Data investigation could not confirm connection loss. The root cause could not be determined post investigation as the allegation was not found. No injury or medical intervention was reported.